Manufacturer narrative:
Device failure is suspected, but did not cause or contribute no death or serious injury.

Event description:
It was reported that the vns patient was seen for a follow up appointment by the treating neurologist and when a system diagnostic test was performed, the result revealed high lead impedance and a dcdc converter code of 7. The patient's mother had noted that over the last 3 to 4 months she has noticed that the patient has not been feeling as good, and has had an increase in seizure frequency. The increased seizure frequency is nearing the same frequency levels as prior to vns implantation. There was no report of any causal or contributory trauma that preceded the onset of the events. No x-rays have been taken, and revision surgery ot replace the lead and generator is likely to occur as the patient has realized benefit with vns therapy for seizure control and increased awareness. A surgery date has not been scheduled at this time.